Event description:
On 7/30/24 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance from ems. The event occurred on 7/29/24. The user reported on 7/29/24 their bg dropped to 20 mg/dl, prompting an ems call. Ems administered glucose IV, and the user was given biscuits and gravy, juice, a peanut butter sandwich, peanut butter cookies, and four glucose tablets. The user's wife assisted with providing food and glucose tablets. The user reported no immediate health effects other than low bg. On 8/2/24 a beta bionics customer care agent followed up with the user. The user reported feeling fine and have had no issues with their bg levels since the hypoglycemic event.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. Cgm glucose was in range for approximately 14 hours prior to the event and went below range about 30 minutes after a cartridge change event where 2 units were primed. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. There is no clear cause for this hypoglycemic event. Having the device volume set to "low" contributed to the severity of the event, as it likely delayed the user's response to their hypoglycemia. It is possible that the user was connected during the cartridge change event and inadvertently received those two units used during the tubing prime.